Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and the customer's nurse reported via telephone call that the customer was hospitalized due to high blood glucose. The blood glucose reading was 644 mg/dl upon admission. The customer was not feeling well and was unable to troubleshoot further and advised to call back to continue. The insulin pump was not replaced or returned.